Manufacturer narrative:
(B)(4). Initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information including device details, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and the explanted devices was requested in order to progress with this investigation, however, they are not available and thus there is only very limited information available for the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. It has been confirmed that the explanted device was discarded by the hospital following the revision and thus was not available for examination as part of this investigation. Based on this, it cannot be determined whether the corin device caused or contributed to the patient's experience and therefore, corin now consider this case closed. Should additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Mini hip revision after approximately 5 months and 18 days due to loosening of the stem. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.